Event description:
The distributor reported an oxygenator leak during bypass surgery. No case records have been provided indicating that the product problem contributed to a death or serious injury, even though requested by the co.